Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from december 21, 2020 - december 22, 2020. H10: the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This was discovered while the product was being stored at room temperature. The device was filled with fluoruracil 3950mg in 230ml of sodium chloride 0.9%. There was no patient involvement. No additional information is available.